Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: allergy: unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine without aura ("migraines/ migraines without aura no prior history."), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and arthritis ("severe arthritis in my right hip"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura, abdominal pain, hypersensitivity and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, genital haemorrhage, hypersensitivity, menorrhagia, migraine without aura and pelvic pain to be related to essure. The reporter commented: x-rays done to see how bad damage was. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: essure confirmation test showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: social media received: new events severe arthritis in my right hip added. Follow up 6 , 7, 8 and 9 processed together. On 15-jul-2020: extension of expected date of next report for ptc. On 22-jul-2020: quality-safety evaluation of ptc(product technical complaint). On 13-jul-2020: pif received: no new significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: allergy: unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), menorrhagia, (heavy menstrual bleeding), migraine without aura ("migraines/ migraines without aura no prior history"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (partial). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, menorrhagia, migraine without aura and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation. On (B)(6) 2015: essure confirmation test showed bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: allergy: unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine without aura ("migraines/ migraines without aura no prior history."), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, menorrhagia, migraine without aura and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: essure confirmation test showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Allergy: unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine without aura ("migraines/ migraines without aura no prior history."), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and arthritis ("severe arthritis in my right hip"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura, abdominal pain, hypersensitivity and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, genital haemorrhage, hypersensitivity, menorrhagia, migraine without aura and pelvic pain to be related to essure. The reporter commented: x-rays done to see how bad damage was. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: essure confirmation test showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: lot number was reported. Reporter was added. Medical history were reported. Lab data was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Allergy: unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine without aura ("migraines/ migraines without aura no prior history."), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and arthritis ("severe arthritis in my right hip"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura, abdominal pain, hypersensitivity and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, genital haemorrhage, hypersensitivity, menorrhagia, migraine without aura and pelvic pain to be related to essure. The reporter commented: x-rays done to see how bad damage was. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: essure confirmation test showed bilateral occlusion. Lot number: 627430, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: allergy: unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine without aura ("migraines/ migraines without aura no prior history."), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, menorrhagia, migraine without aura and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2015: essure confirmation test showed bilateral occlusion. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-05101) which will be deleted from bayer safgety database after all information was transferred to this record # (B)(4) which will be retained. Event allergy was added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015 - essure confirmation test - yes, result: bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine without aura ("migraines / migraines without aura no prior history") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine without aura and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine without aura and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abdominal pain, menorrhagia (heavy menstrual bleeding) were added. New reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.